Manufacturer narrative:
The reported field event of no pacing was not confirmed and the complaint of backup vvi (bvvi) was confirmed in the laboratory and was due to power on reset - por, which is consistent with exposure to electrocautery. Electrocautery marks were noted on the device can. After reloading the code successfully, functional electrical testing, including telemetry testing and device output monitoring, did not find any anomalies. Device was also interrogated using multiple programmers successfully. Pacing and wireless communication anomaly from the field could not be reproduced.

Event description:
It was reported that during the implant procedure, the pulse generator could not be interrogated and was no longer pacing; a second programmer and wand were used without success. It was noted that the device could be interrogated at the beginning of the implant, telemetry was fine. The device was not used and a new device was successfully implanted. After the case; upon interrogation, the device exhibited backup vvi operation. There were no consequences to the patient. The patient¿s condition was stable post procedure.